Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1gm 96hrs, route not reported) and injection of ceftazidime (1gm daily, route and duration not reported). At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.